Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head connection port on the programmer was loose, which in turn affected the rf head. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector was found loose on the lem (link electronic module) pcb (printed circuit board) assembly. Analysis also found the programmer failed software control gain functional test due to the lem pcb assembly. It was noted the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.